Event description:
Philips field service engineer identified an issue in iscv (intellispace cardiovascular) wherein the dicom import service was crashing with an error. No adverse events or patient harm was reported in the associated complaint. Philips has started an investigation of the complaint.